Manufacturer narrative:
Corrected data: initial reporter information updated to reflect name of physician who performed surgical intervention and the facility in which the surgical intervention was performed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000032941.

Event description:
It was reported that the patient was is experiencing ineffective therapy as a result of high impedances on one of their leads. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.